Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of a concomitant device resulting in an inappropriate shock. This device was checked in clinic. This device was subsequently reprogrammed to the secondary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.